Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle would not fully retract and approximately 2-3mm of the needle remains exposed below the padded edge. The nurse pulled as hard as she could and failed to hear the click on the needle-locking mechanism. After removing the safety needle from the port, she was stuck with the needle, as it never locked in place. There was patient involvement.

Manufacturer narrative:
Device evaluation: three new and one used sample were received. No physical damage or anomalies were observed. One photograph was also received. No failures were observed on the returned samples, and the customer complaint was also unable to be confirmed from the provided photograph. All samples functioned as designed. A cause was unable to be confirmed. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.